Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester alleging discrepant inratio readings. Inratio: 3.3. Lab: 1.7. Time between testing 30 minutes. Patient's therapeutic range 1.8-2.4.